Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a gray bar indicating low battery voltage. The patient was seen to interrogate the device and it was noted the detections and therapies had been electively turned off since implant by request of the patient. A programmer session was initiated, in which detections/therapies were turned on, then off and on again. The programmer session was ended and the device was interrogated once again. The gray bar was no longer observed following the programmer session and the device began the "implant initialization" process. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.